Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed and required maintenance. A field service engineer cleaned sticky residue from the mini drawer case, controllers, and sub drawers and identified that the buildup caused by daily use of hydrogen peroxide disinfectant wipes on the anesthesia station. Tested the mini drawer using the hardware test application and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer was failed and required maintenance. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.